Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Event description:
As reported by the edwards field clinical specialist, during insertion of a commander with a 20mm sapien 3 ultra into a 14f esheath, resistance was noted at the right common iliac artery. The delivery system was at the partially expandable portion of the sheath when resistance was noted. A decision was made to abort the procedure after multiple attempts to advance the valve through the iliac. There was patient injury to the artery and an aorto-femoral bypass procedure was performed. The vessel was pre-dilated with a 6mm balloon a 16f dilator. The patient's vessel minimum luminal diameter (mld) measured 6mm with mild to moderate calcium and minimal tortuosity. There was no reported damage to any of the devices.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The 14f esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no lot number provided and a device history record review was unable to be performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components with inability to advance through sheath was unable to be confirmed due to no imagery/device provided. An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non- coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As reported, 'minimal tortuosity' was present in patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As reported, 'mild to moderate calcium' was present in patient's access vessel. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with and issue. There are several 100 percent in-process (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaints. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. In this case, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. However, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time for the reported event.